Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with their pacemaker in backup vvi due to electromagnetic interference. The cause was thought to be either a prior biopsy or radiotherapy. The device was able to be reverted back to normal. Patient had no consequences as a result of the event.